Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine confirmed the reported fault of the deformed locator pin and determined the root cause to be an manufacturing issue. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.